Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/15/2025, a facility representative reported via email that the patient was seven months post-operative from a first mtp fusion procedure using an ar-9944s-5l maxforce mtp compression plate. The joint fusion was unsuccessful, and the patient sustained stress fractures in both the proximal phalanx and the first metatarsal. Subsequently, two screws backed out, and the plate fractured. The patient underwent revision surgery for plate and screw removal. Additional information received on 7/31/2025: the patient's original procedure was performed on (B)(6) 2024. On (B)(6) 2025, the patient underwent revision surgery during which the following implants were explanted: one ar-9944s-5l maxforce mtp compression plate, two ar-8933vcl-14 kreulock compression screws, one ar-8933vcl-10 kreulock compression screw, and two ar-8933vcl-16 kreulock compression screws. According to the patient's medical notes, the plate was completely broken across the joint site. The proximal lateral screw in the proximal phalanx was also fractured at the neck. There was no union at the first metatarsophalangeal joint, which was noted to be completely unstable. No signs of infection were observed; however, cultures were taken from the nonunion site and surrounding bone to rule out any bacterial infection. The revision procedure was completed using new maxforce plates and screws.

Event description:
Additional information was received on 9/9/2025: the plate fractured at the first metatarsal most distal screw hole.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event, including insufficient quality of the bone. Dfu-0336-eor1_fmt_en -maxforce mtp compression plates. C. Contraindications: 1. Insufficient quantity or quality of bone. The complaint allegation that the plate was broken was confirmed. However, the damage to the screw cannot be confirmed as the device was not returned for evaluation, and no evidence of the reported failure was provided.